Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the tip of the endoscope reusable sheath broke off inside the bladder during a transurethral resection of the prostate (turp) procedure. The doctor retrieved the broken piece with a guidewire. There was urethral bleeding but no intervention was reported. Additional information was requested regarding any medical treatment and patient outcome but not yet received.